Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device wouldn¿t let them increase stimulation. The patient clarified that they tried to use the controller to increase their stimulation level, but they were seeing a ¿settings not available¿ message. The patient also stated that they felt like one side was shorting out. They clarified this by saying the left side lead felt like the stimulation would cut off and on by itself. They indicated that they had traumas or falls. The patient stated that they tried both group a and b and they were to not able to increase stimulation on either group and they felt the shorting out sensation on the left side with both groups as well. Patient services sent a message out to the local manufacturer representatives (reps) on the patient¿s behalf. The event occurred in (B)(6) 2020.